Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Manual "try it" and 'fixed low' testing was performed and passed. A receiver functional test was performed, and it passed all the relevant testing. Audio tone was heard at normal volume when tested with receiver communication tool. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The wiggle test was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.